Event description:
Additional information received indicated the patient presented with further post paced t-wave over-sensing (pptwos) episodes. Further information was requested but not received.

Event description:
Additional information received indicated that the new post paced t-wave over-sensing (pptwos) episodes were discovered in remotely via merlin.net. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) was reprogrammed again to accommodate the most recent post paced t-wave over-sensing (pptwos) episodes. The patient left in stable condition.

Event description:
Additional information received indicated that the new post paced t-wave over-sensing (pptwos) episodes were discovered in clinic. The implantable cardioverter defibrillator (ICD) was reprogrammed successfully, and the patient left in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) received several non-sustained right ventricular over-sensing (nsrvo) alerts due to post paced t-wave over-sensing (pptwos). The patient was asymptomatic. Further information was requested but not received.